Event description:
It was reported that with stimulation on, there was a shocking or jolting sensation and a burning sensation. The patient had shocking and burning at the pocket site for the past one to two months prior to report, when the stimulation was on. When the stimulation was off or when charging, the patient did not have the issue. The shocking and burning were not positional in nature. Per patient, it did not feel like an increase in stimulation, but a painful burning in the pocket. The implantable neurostimulator (ins) pocket felt hot to the touch at different times as well. This occurred separately from the shocking and burning sensation, but also started one to two months prior to report. There were no falls or trauma. The stim was still the same and in the same target area. There was no external redness with the shocking or the burning. Impedances were all between 1300-1500 ohms, except #12, which was >10k. However, they were not using the #12 in the programming. The palpation with stim on was negative. There were no weight changes or changes at the pocket site. The shocking and burning occurred three to four times per day, and occurred about the same number of times since the issue started. Stim use was 24/7. They were just using the second lead for unilateral stim. It was noted that the patient was programmed using high density stim: 1000 micro seconds, and 130hz. The shocking started before the patient started using high density programming. The patient had another group that was 180 microseconds and 1200hz. The cause of event had not been determined. The patient was scheduled for follow-up with the doctor in three weeks. The patient was told to pay particular attention to any details related to these episodes. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
Analysis of the ins (s/n (B)(4)), found no significant anomaly. Analysis of the lead (s/n (B)(4)), found #12 conductor was broken 2.4 cm from the proximal end. (B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger. Product ID 97740, serial# (B)(4), product type: programmer, patient. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2015, product type: lead. Product ID 3550-39, explanted: (B)(6) 2015, product type: accessory. Product ID 3550-39, explanted: (B)(6) 2015, product type: accessory. Product ID 3708120, serial# (B)(4), explanted: (B)(6) 2015, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was later reported that the manufacturer's representative would see the patient (B)(6)2015. The patient was still having periodic burning sensation at her stimulator pocket. She had to have an MRI of her shoulder and decided to have the spinal cord stimulation (scs) system explanted. The patient planned to reevaluate her need for the scs system once she had recovered from her procedures. The explant was scheduled for (B)(6) 2015. The manufacturer's representative would attend this case. The implantable neurostimulator (ins) was incased in a dacron pouch that was placed during the patient&#62688;last pocket revision on (B)(6) 2014. For the product return, it was left that way in hopes for a better analysis to determine the cause of the shocking sensation. Refer to manufacturer report # 3004209178-2014-17248 for the event that pertained to the last revision that was mentioned.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.